Event description:
It was reported, that "upon connecting a trach tube and a jackson lee circuit, obstruction of air was encountered resulting in damage to pt." The involved device has not been returned for evaluation as of the date on this report.